Event description:
It was reported by the customer's mother that the continous glucose monitor kept continuously alarming saying the patient had either high or low blood glucose levels but when the mother checked his levels they were in a normal range of over 100mg/dl. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.